Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the sdw was returned within the introducer sheath. The sdw was kinked/bent. The sdw distal section was broken. The stent was not returned. The distal tip of the introducer sheath was damaged. Functional test: the stent was deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was not returned, the sdw was kinked and was found to be broken. It can be presumed that this occurred as a result of the difficulty during placement. Therefore the as reported stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy will be confirmed and the as reported as well as the as analyzed sdw kinked/bent, sdw broken/fractured, stent introducer sheath distal tip damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the stent delivery wire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.